Event description:
Additional information was received from the company representative. The physician was replacing the pump due to the location and subsequent discomfort caused by the patient's pump at that time. On (B)(6) 2015, the pump was replaced in the patient's abdomen. The doctor's office does not record the lot number of compounded baclofen; therefore, it was unavailable. No further information was provided for the event.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a physician via a company representative regarding a patient receiving intrathecal baclofen and dilaudid via an implanted pump. The reporter was not sure of the type of baclofen but thought it could be compounded since the concentration was so low. The baclofen concentration was 10 mcg/ml and the dilaudid concentration was 10 mg/ml. The doses were: baclofen 2.410 mcg/day and dilaudid 2.410 mg/day. The pump IFU (indication for use) was listed as non-malignant pain and chronic low back pain. The patient's pump was implanted on (B)(6) 2011 in the upper buttocks area. The pump location caused the patient a lot of discomfort. Cosmetic concerns were reported: dissatisfaction with the pump size or shape was reported. The patient did not like the pump location and this caused discomfort when she leaned in that area. On (B)(6) 2015, the physician was going to surgically move the pump to a different anatomic location but then decided to also replace the implanted pump since it was 5 years old. The baclofen lot number was not reported. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.